Event description:
It was reported that reproducible noise was observed on the atrial lead. Device reprogramming was performed. The patient was noted to be in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.